Event description:
During davinci robotic surgery (hysterectomy) the endo tip broke off inside the patient. The surgeon was able to retrieve the broken part. This item is re-useable up to 10 times (it was on 5th use).